Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator received an inappropriate shock due to t-wave oversensing. The device vector was reprogrammed but another inappropriate shock was delivered a few days later. It was noted that no vectors had passed during pre-implant screening. No additional adverse patient effects were reported. This device remains in service.